Event description:
A customer reported that a system message displayed and iop (intraocular pressure) control was unable to be used during the surgery. The problem was resolved after replacing the product with another one. The procedure was implanted with no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. A sample has been received and is awaiting inspection. (B)(4).